Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was an infection at the implant pocket. No environmental factors contributed to the issue. The battery was explanted and a new battery was implanted on the opposite side of the body. The issue has been resolved.